Event description:
Additional information received confirming that the physician elected to treat the patient by relining with the ovation ix system (one (1) main body and two (2) iliac limbs) and re-cannulating the previously coiled type ii endoleak on (B)(6) 2019. The patient is reportedly in stable condition, post re-intervention. As a type ii endoleak is anatomy-related, there is no alleged deficiency related to an endologix device and therefore, this is no longer a reportable event to the FDA.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported aneurysm enlargement of approximately 7cm and secondary endovascular procedure. The event is most likely anatomy-related due to a type ii endoleak from the lumbar arteries, also identified as a procedure-related harm. The final patient status was reported as being stable. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately six (6) years post initial procedure, the patient was successfully relined with a suprarenal afx device to treat a type iiib endoleak of the proximal extension; reference MFR. Report # 2031527-2018-00357 for previous re-intervention. Then approximately one (1) year after the secondary procedure, an aneurysm enlargement (unknown diameter) with no obvious endoleak or component disconnection was detected during routine follow-up. However, the exact date of event is unknown. The physician plans to re-intervene and the tertiary procedure is scheduled for (B)(6) 2019. The patient is reportedly in stable condition.